Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt (B) (4) has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.

Event description:
The pt services rep (psr) of a (B) (6) male pt contacted lifecor customer support to report that the pt's daughter had contacted her regarding a gelled belt. Support contacted the pt's daughter who stated that when the pt arrived home from the hosp on saturday, the thing just broken apart and blue gel came out. The pt would not wear the device since he felt it was broken. A psr visited the pt. She stated that only the front te pad had gel coming from it. The psr exchanged the pt's electrode belt.